Manufacturer narrative:
The product involved in the report has been returned and is being processed for evaluation. Upon completion of the sample evaluation and investigation; a follow-up report will be filed. The device history record for the reported lot number was reviewed and documented that the lot was manufactured according to the approved manufacturing procedures, specifications, and then released by quality assurance. All information reasonably known as of 31-jan-2018 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. (B)(4).

Event description:
Halyard received a single report that referenced four different incidents, which were associated with separate units, involving four different patients. This is the first of four reports. Refer to 8030647-2018-00036 for the second patient. Refer to 8030647-2018-00037 for the third patient. Refer to 8030647-2018-00038 for the fourth patient. It was reported that the ballard extension tubing was disconnecting from the elbow. Additional information received on 18-jan-2018 stated the issue occurred with four different respiratory therapists (rt). The question was posed to all four rts if they had any issues with the tubing connector coming off of the ballard¿s elbow. They all said , ¿yes.¿ four patients were observed with the issue of the connector coming off easily. One patient had the in-line-suction catheter-ballard replaced.

Manufacturer narrative:
Halyard health received one used suction catheter and one used flex connector. No product packaging was received. The male insert of the dse (double swivel elbow) was examined. There was no visible damage to the manifold or to the male insert. The male insert swivels. The mold identification on the manifold was ¿a.¿ the mold identification on the 15mm end of the flex connector is ¿k10.¿ the 15mm end of the flex connector was attached to the male insert of the dse, stopping at the point at which initial resistance was felt. A certified ruler (tqa030 calibrated feb 11 2017, due feb 28 2019) was placed next to the mated components. The distance between the leading edge of the flex connector and the top of the dse flange was 3mm. The flex connector was rotated. The dse male insert did not rotate with the flex connector. Loose connection was observed. A field action was initiated on 07-feb-2018 (product advisory notice was sent to all potentially impacted customers). All information reasonably known as of 27-mar-2018 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).